Manufacturer narrative:
Per the t:slim user guide: change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300s mg/dl and a correction bolus was delivered in an attempt to lower the bg. The customer went to the hospital and was treated with an insulin drip. The customer was discharged the same day. The contact thought that the cause of the high bg was due to using the infusion set for almost 8 days as the customer had no supply of infusion sets. The contact reported that supplies had been ordered.